Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had a no delivery alarm and a motor error alarm. Customer's blood glucose was 127 mg/dl at the time of the incident. Customer stated that she received a no delivery alarm during the fill tubing process. Troubleshooting was performed and the customer stated that the insulin did not exit. Customer tried a new reservoir with the current set. Customer was advised that changing the reservoir resolved the issue. Customer was informed that her fill cannula amount needs to be at 0.5 not 1.0. Customer was advised that replacement infusion sets and reservoirs will be sent.

Manufacturer narrative:
Reliability analysis evaluated one open / used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies, and none were found. Ran occlusion testing, and fluid was able to flow through the infusion set, and out of the catheter tip. No occlusion was noted.